Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The device does not stay at the level reference point for draining. Once the burette and bag starts to get heavy with fluid, the level of the bag slowly drops. The problem was with the plastic torque knob that sets the level of drainage. The customer perceived that they were tightening it as much as possible and it still did not stay. There was no pt injury. Additional info has been requested.